Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of surgery did you have? Abdominal hernia repair. What was the reason for this surgical procedure? Hernia in the abdominal region. Please provide the date surgery date. (B)(6) 2016. What ethicon product was used? Physiomesh. Do you know the product code or lot number ? No. When did the issue begin? What kind of symptoms are experiencing? Bloating and distention developed soon after the procedure and continued to expand over the next two months. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? The patient saw his physician and, after monitoring the issue, suggested having the mesh removed. Was a new surgery performed to correct your condition? If yes, date and name of the procedure? A reoperation hasn¿t been scheduled, yet, due to financial issues. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? There were no complications known prior to the start of the procedure. If in your possession, may we have a copy of your operative report? The operative report is in the possession of the doctor, listed in contacts.

Event description:
It was reported that the patient underwent an abdominal hernia repair procedure on (B)(6) 2016 and mesh was implanted. Following the procedure, the patient developed distention and bloating and continued to expand over the next two months. After monitoring the issue, the physician suggested having the mesh removed. A reoperation to remove the mesh has not been scheduled yet.

Manufacturer narrative:
Date sent to the FDA: 07/24/2019. (B)(4). Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2016 due to recurrent ventral hernia and pain. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.